Manufacturer narrative:
No device malfunction occurred. Philips reviewed the strips from the incident and found that the issue is consistent with ventricular beats being present while the arrhythmia algorithm was learning the patient's ECG beat morphology. The device is designed to compare new ECG beat shapes with previously detected beat shapes in order to classify beats in the appropriate template families. Device labeling (instructions for use) provides a warning to note if learning takes place during ventricular rhythm, the ectopics may be incorrectly learned as the normal qrs complex. This may result in missed detection of subsequent events of v-tach and v-fib. Users need to initiate arrhythmia relearning only during periods of predominantly normal rhythm to ensure that the arrhythmia algorithm is labeling beats correctly. No further investigation or action is warranted.

Event description:
The cardiologist reported that while examining the alarm strip he realized that the mx800 bedside monitor provided a yellow alarm instead of a red alarm for ventricular tachycardia (roughly 150 bpm). At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The cardiologist reported that while examining the alarm strip he realized that the mx800 bedside monitor provided a yellow alarm instead of a red alarm for ventricular tachycardia (roughly 150 bpm).